Event description:
It was reported via trial that during a left internal carotid artery (lica) stenting procedure, in a heavily calcified lesion and tortuous vessel, an rx acculink stent jumped during deployment and remains in the lica, outside of the target lesion. A second rx acculink stent was delivered to the lesion, but also jumped during deployment and resides in the left common carotid/ica. A third rx acculink stent was deployed successfully into the lesion. Reportedly, due to the heavy calcification and tortuosity, the visualization was poor. There was no adverse patient sequela. One day post-procedure, the patient was discharged to home. Although requested, there was no additional information.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Rx accunet ((B)(4), lot # 9042451), heparin. Rx acculink stent ((B)(4)). The first rx acculink ((B)(4)) is being reported under a separate medwatch report number. Inaccurate delivery can be the result of, but is not limited to, interaction with lesion/anatomy, physician technique/handling, kinked shaft, and/or device positioning. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. The product was not returned to abbott vascular and may have assisted in the investigation. In this case, it appears that the anatomical conditions, which were described as tortuous and heavily calcified, contributed to the reported inaccurate delivery (stent jumping during deployment) and difficulty to position (visibility). Additionally, it was reported that due to the heavy calcification and tortuosity the visualization was poor. As a result, the first deployed acculink stent remains in the left internal carotid artery (lica) out side of the target lesion and the second acculink stent remains in the left common carotid. A third acculink was successfully implanted to cover the remaining lesion. In this case, based on the reported information available the difficulty to position and inaccurate delivery appear to be related to the procedure circumstances and there is no indication of a product quality deficiency. A review of the finished product lot history records (lhr) did not reveal any nonconforming material records for this lot.